Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.